Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure the pt experienced a stroke with partial hemianopia of the left eye. CT scan of the head was negative. No treatment was given and the pt was discharged home 2 days post procedure. The visual loss is continuing. Though requested, no additional info was provided.

Manufacturer narrative:
Study report. Evaluation summary: the customer reported the device was discarded. Stroke is a known potential adverse event, associated with the use of carotid stents and embolic protection systems as stated in emboshield instructions for use. A specific root cause of the stroke could not be determined; however, the event does not appear to be related to a device quality issue. A review of the finished device lot history record did not reveal any exceptions related to this event.